Manufacturer narrative:
UDI: (B)(4). The product was returned for evaluation. The product evaluation as confirmed in the evaluation. A visual inspection revealed moderate signs of wear including minor scratches and abrasions along the length of the instrument, a sticky residue around the handle, and a fractured tip; therefore, the complaint is confirmed. The most-likely cause was determined to be excessive force. The instructions for use states "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure at the tip." The device history records were reviewed in the evaluation and no non-conformances were found. According to the evaluation, there are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the surgeon was elevating the #32 molar when the tip broke. The tip was retrieved by the surgeon and another available instrument was used to complete the procedure.